Event description:
On (B)(6) 2013, patient reported the down button on the infusion device stopped responding to press 2-3 days ago. The infusion device was not dropped, and she boluses about 4 times per day. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and she did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
As the product has not been returned for investigation and the production data complies with the specifications, the complaint could not be replicated. Production reports were reviewed. Device was not returned to manufacturer.